Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was discharging patients without user intervention. Also, two different bedsides lost the patient name and information at the cns and on the bedside monitors, displaying a "patient not found" error message. It was later discovered that the discharged patient claim was only that the patient name and patient ID had disappeared. Patient demographics were not populating by entering the patient ID, as they should be. Vitals were displaying correctly. The customer ultimately discharged and readmitted the patient, manually entering in the patient information, which corrected this issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device information the following two devices were being used in conjunction with the cns and did not experience device failure: model: csm-1901, sn: (B)(4). Model: csm-1901, sn: (B)(4).

Event description:
The biomedical engineer reported that the central nurse's station (cns) was discharging patients without user intervention. Also, two different bedsides lost the patient name and information at the cns and on the bedside monitors, displaying a "patient not found" error message. It was later discovered that the discharged patient claim was only that the patient name and patient ID had disappeared. Patient demographics were not populating by entering the patient ID, as they should be. Vitals were displaying correctly. The customer ultimately discharged and readmitted the patient, manually entering in the patient information, which corrected this issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was discharging patients without user intervention. Also, two different bedsides lost the patient name and information at the cns and on the bedside monitors, displaying a "patient not found" error message. It was later discovered that the discharged patient claim was only that the patient name and patient ID had disappeared. Patient demographics were not populating by entering the patient ID, as they should be. Vitals were displaying correctly. The customer ultimately discharged and readmitted the patient, manually entering in the patient information, which corrected this issue. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station ((B)(6)) auto discharged a patient. No consequence or impact to the patient was reported. Log files were received and sent to nihon kohden corporate for investigation. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Details of complaint: the customer reported that the central nurse's station ((B)(6)) auto discharged a patient. The cns log files were received and sent to nihon kohden corporate for investigation. No patient harm was reported. Service requested: troubleshooting. Service performed: analysis of the cns log files. Investigation summary: based on the analysis, the root cause is likely accidental discharge by the patient, although not confirmed due to the fact that the log of admit/discharge operation is not available in the current version of the software. The recommended correction is to use the available screen lock function to prevent future accidental discharge. The service history for this customer site shows no subsequent reports for accidental discharge. The overall risk rating is determined to be medium. The following fields are not applicable (na) to the MDR report: a2 - a6. B2. B6. B7. D4 lot # & expiration date. D6 - d7. D9. F10. G6. G8. H2. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical devices: the following devices were used in conjunction with the cns. G9 monitor (bedside): model: csm-1901. Sn: (B)(6). Model: csm-1901. Sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.